Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and guided the caller through the process, after which the pump did not display the cgm error code again.